Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5109262) on 16-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("devices was lodged in my uterus wall/device had migrated and was lodged in my uterus wall") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. In 2021 she experienced genital haemorrhage ("severe bleeding") and abdominal pain lower ("severe cramping"). An unknown time later she experienced embedded device (seriousness criteria hospitalisation, medically important and intervention required) and uterine inflammation ("inflammation."). The patient was treated with surgery (hysterectomy). At the time of the report, the embedded device had resolved. The outcomes for genital haemorrhage, abdominal pain lower and uterine inflammation were unknown. The reporter considered abdominal pain lower, embedded device, genital haemorrhage and uterine inflammation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): the essure device had migrated and was lodged in my uterus wall. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2022: processed with initial. 16-may-2022: processed with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5109262) on 16-may-2022. The most recent information was received on 16-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("devices was lodged in my uterus wall/device had migrated and was lodged in my uterus wall") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. In 2021 she experienced genital bleeding ("severe bleeding") and cramp in lower abdomen ("severe cramping"). An unknown time later she experienced embedded device (seriousness criteria hospitalisation, medically important and intervention required), uterine inflammation nos ("inflammation.") And partial expulsion of device ("devices was lodged in my uterus wall/device had migrated and was lodged in my uterus wall"). The patient was treated with surgery (hysterectomy). At the time of the report, the embedded device and device expulsion had resolved. The outcomes for genital haemorrhage, abdominal pain lower and uterine inflammation were unknown. The reporter considered abdominal pain lower, device expulsion, embedded device, genital haemorrhage and uterine inflammation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): the essure. Device had migrated and was lodged in my uterus wall. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5109262) on 16-may-2022. The most recent information was received on 16-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("devices was lodged in my uterus wall/device had migrated and was lodged in my uterus wall") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. In 2021 she experienced genital haemorrhage ("severe bleeding") and abdominal pain lower ("severe cramping"). An unknown time later she experienced embedded device (seriousness criteria hospitalisation, medically important and intervention required), uterine inflammation ("inflammation.") And device expulsion ("devices was lodged in my uterus wall/device had migrated and was lodged in my uterus wall"). The patient was treated with surgery (hysterectomy). At the time of the report, the embedded device and device expulsion had resolved. The outcomes for genital haemorrhage, abdominal pain lower and uterine inflammation were unknown. The reporter considered abdominal pain lower, device expulsion, embedded device, genital haemorrhage and uterine inflammation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): the essure device had migrated and was lodged in my uterus wall. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-nov-2022: upon internal review this case found to be duplicate of (B)(4). So this case needs to mark for deletion fro argus database .all source document, events, references & relevant information has been transferred to retained case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.